Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported the patient¿s incontinence was getting worse. The caller stated the patient was having to get up in the middle of the night to change. The patient was wetting herself. The patient had leaks and she wore a pad, but now she was leaking enough where she had to change bedding and clothing. The caller stated the patient¿s incontinence had been getting worse since (B)(6). The caller stated that the healthcare professional (hcp) had been coming and visiting the house. The hcp had been increasing the strength. The caller stated the hcp came for three weeks in a row and taught the daughter how to change the programs. The caller stated they went back to the hcp on (B)(6) for a follow up visit. The hcp told them the machine had been turned off. The caller stated she knew the machine had been turned off the whole time because she was adjusting stimulation and the patient was telling her to increase based on what she felt. The caller believed the patient¿s husband turned the device off by mistake. The caller noted the patient was feeling a jolting. The hcp stated they could not touch the patient programmer until they went to another class. It was reviewed with the caller the reason the patient probably got shocked was they didn¿t turned down the stimulation before they turned her back on so when she got all the voltage it felt like a jolt. The caller noted the shock was sudden on (B)(6). The caller was upset with the training of the hcp. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.